Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation with a carto¿ 3 system and a map shift occurred with no error message with no patient movement or cardioversion. It was reported that when remapping, the map seemed to have shifted a little bit. This was confirmed as the ablation lesion was shown in the surface of the map. When the remap was done, the lesion tag was a little bit inside. There was no difference in the catheter location; however, the fam was more inflate. All the ablation point was inner after the remap. It looked like the shaving during the ablation phase was not there after the remap. No patient movement nor cardioversion occurred prior to the map shift. No learn new nor other error message was displayed. The procedure was completed without patient consequence. The map shift described with no error message with no patient movement or cardioversion was assessed as a MDR reportable issue.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation with a carto® 3 system and a a map shift occurred with no error message with no patient movement or cardioversion. During remapping, the map seemed to have shifted a little bit. This was confirmed as the ablation lesion was shown in the surface of the map. When the remap was done, the lesion tag was a little bit inside. There was no difference in the catheter location; however, the fam was more ¿inflate¿. All the ablation point was inner after the remap. It looked like the shaving during the ablation phase was not there after the remap. No patient movement nor cardioversion occurred prior to the map shift. No learn new nor other error message was displayed. The procedure was completed without patient consequence. Device evaluation details: the biosense webster inc. (Bwi) field service engineer (fse) visited the account and completed a system testing and two days of case supporting. The issue was not reproduced. The system is fully functional and ready for clinical use. The study data was requested by the device manufacturer to investigate the issue. The issue cannot be reproduced by the device manufacturer. No additional investigation can be performed as the data related to the issue is no longer available. Based on the provided information, the investigation of the map shift issue was not possible. Fse confirmed that the issue has not occurred since then. The system is operational. A manufacturing record evaluation was performed for the carto 3 system #11562, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).